Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. When the eval is complete a supplemental report will be submitted.

Event description:
It was reported that a pump has a system error 105. It was also reported there was no pt injury.